Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor device had a torn hose. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cable/cord/wiring was damaged, the device had liquid damage, was loud and too hot. The device motor and control were damaged and the hose was torn. It was also observed that the device failed the following pretests: handpiece temperature assessment, air pump assessment, noise assessment, motor thermistor assessment loctite & cable assessments. Therefore, the reported condition was confirmed. The assignable root and cause was determined to be due to improper handling. If additional information should become available, a supplemental medwatch will be submitted accordingly.